Event description:
The article aimed to compare hybrid closure technique versus suture-only closure, following large-bore transcatheter aortic valve replacement (tavr) procedures. Hybrid closures used plug-based non-abbott devices in combination with proglide devices, while suture-only closures used proglide devices only. Unspecified device failures as well as adverse events such as bleeding and other unspecified vascular complications and access site-related complications occurred. Surgical and unspecified endovascular interventions were reported. Although there were deaths (all-cause mortality) reported, there was no specific information to identify a reasonable link between the deaths and the proglide devices. The study concluded that hybrid vascular closure strategy offers better efficacy with fewer complications amongst patients undergoing tavr, directing the clinical adoption of hybrid techniques, although further largescale multicenter studies are warranted to confirm the benefit and optimize patient selection. Additional information can be found in the article titled "a comparison of two vascular closure strategies in transcatheter aortic valve replacement: suture and plug versus suture alone, a systematic review and meta-analysis".

Manufacturer narrative:
The device was not returned for analysis. Production record review was performed and revealed no indication of a product quality issue. A review of the corrective and preventive actions (CAPA) review was not performed because a specific failure mode for this complaint was not provided. Additionally, a review of the complaint history was not performed as a similarity could not be determined. Summary of patient death: death not related to reported adverse event. Summary of patient injuries: based on the case information, a conclusive cause for the reported patient effect of hemorrhage, and the relationship to the product, if any, cannot be determined. Summary of device issues: a definitive cause for the unspecified device issue could not be determined. The reported unexpected medical intervention and surgical intervention were likely related to case circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling. B3- date of event, estimated. D4: the UDI is unknown as the part and lot number were not provided. Attachment: article titled: ¿a comparison of two vascular closure strategies in transcatheter aortic valve replacement: suture and plug versus suture alone, a systematic review and meta-analysis"